Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. When the physician was closing the artery he put a wire up through the 14 french peel away and it ended up popping through the side of the sheath. The physician then pulled back the wire and was able to advance it through the distal tip of the sheath with no issues. The vessel was then closed with no complications. The physician had no concerns with access site. No harm was reported.

Manufacturer narrative:
H6 medical device problem code a0401 is no longer applicable and has been updated.

Event description:
Additional information from the complainant reports "I do not have any images or video when it popped through. I am not sure of the exact location of where it came out. I am unsure of what wire he was using when it went through the sheath. He was able to finish the case with the same sheath. I don't recall any leakage from the sheath."

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the sheath damage was determined to be use related since the clinical notes this happened while the physician was putting the wire through the 14 fr peel away to close the artery. The cause of the damage caused by another device was use related since this occurred while the physician was attempting to put a wire through the 14 fr peel away to close the artery.